Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly reset. The customer was able to reload the same cartridge and resume insulin delivery on the pump. Additionally, it was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose was 90 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.